Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to treat a lesion in a patient using a resolute onyx drug eluting stent. The device was inspected before use, with no issues noted. The intended lesion was in a very calcified rca with no tortuosity and 90% stenosis. The lesion was pre-dilated. Resistance was encountered when advancing the device, and excessive force was not used.. It was reported that this stent was damaged as it was being used in the patient on its first try. Another same size resolute integrity was used with no issues noted. No patient complications reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.